Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported imaging has shown leaking in the right implant. Additional report of ¿uti¿, ¿seems to be taking longer to recover when sick¿, ¿brain fog¿, ¿suffered with appendicitis¿, ¿has a gall stone and may require bladder removal¿ are all deemed not device related. The device remains implanted.